Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic presented in-clinic with a high- out-of-range pacing impedance value for the right ventricular lead. The lead's pacing impedance has been historically unstable and is currently back in range. No other electrical issues were noted, and x-ray imaging was discussed.